Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery. In addition, it was reported that an occlusion alarm occurred. A system check was performed, and the occlusion was found to be within the cartridge. A new cartridge was successfully loaded to address the events. The customer's blood glucose level was 150 mg/dl.